Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had not vibrate. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting but insulin pump did not vibrate. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Unit received with the audio and vibration alert functioning properly. No audio or vibration alert anomaly noted. Hardware low level failures alarm confirmed in the insulin pump history due to broken pin 1 trace on keypad assembly.